Event description:
Boston scientific received information that six weeks post device implant with this chronic atrial lead, high out of range impedance measurements were displayed. In addition, increased thresholds were observed. The device was reprogrammed to vvi pacing mode to avoid atrial pacing. No x-ray was performed to verify the device/lead connection. According to available information, no lead revision is intended at this time. Further follow up will be performed during a future patient visit. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this atrial lead remains implanted and out of service. Should additional information become available, this event will be updated.